Manufacturer narrative:
Investigation summary: based on the information available, analysis could not confirm the clinical observation as the components passed all testing. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically inspected, and leak tested with no anomalies found. The first cylinder, which had a hole likely due to explant damage was not pressure tested but the other cylinder was tested and passed. The momentary squeeze (ms) pump was leak tested, visually and microscopically inspected, and functionally tested. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation as the device passed all testing.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump did not activate. Months later, a replacement surgery was performed in which the existing ipp was removed and a new tactra device was implanted. The patient did not experience any adverse events.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump did not activate. Months later, a replacement surgery was performed in which the existing ipp was removed and a new tactra device was implanted. The patient did not experience any adverse events.